Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device rebooted on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch number 1220908-2015-02471 for a different patient event with the same device.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was observed during review of the activity logs. The device was put through extensive testing and the reported malfunction was not duplicated. The device's defib cable receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.